Manufacturer narrative:
This report is filed on february 01, 2018.

Event description:
Per the patient's surgeon, the patient experienced edema at implant site and subsequently was treated with oral antibiotics (date and duration not reported). The issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.